Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The lead also presented low intrinsic amplitude and pacing measurements went down but remain within normal limits. Technical services (ts) was consulted and recommended monitoring the lead closely. The lead remains in service. No adverse patient effects were reported.